Manufacturer narrative:
There is more information on the device evaluation. Additional information has also been received for this event. Initial reporter change in first name and middle name. Event took place during reprocessing. Customer is not sure whether the device was dropped. The device history record review confirmed that device conformed to specifications and that there was no abnormality in manufacturing, concession, or variation. There is no similar repair history for this device. The issue of the forceps cover glue peeling likely occurred because external force was applied to the distal end due to handling. The instructions for use includes the following statements that can prevent the issue from happening: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Manufacturer narrative:
The device was returned for repair. The issue of forceps cover glue peeling was observed at inspection. In addition, the distal sheath glue had a crack, the control body had a crack and dent and a leak. The user reported issue was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for repair for the issue of leak at the top of the handle. During estimation the issue of forceps cover glue peeling was observed. There is no reported patient harm. This medwatch is being submitted for the reportable issue of the forceps cover glue peeling.